Event description:
Patient reported "heartburn", intolerance to many foods, and worsening "gerd" symptoms, the lap-band system was explanted.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associate with this report. Heartburn, intolerance, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the product at this time. Therefore no analysis or testing has been done.